Event description:
The MFR received info alleging a ventilator failed a performance verification test. The device was not in pt use. The device has yet to be evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.